Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer stated that pump screen flashing when screen was turned on after being in sleep mode customer also reported that insulin pump gives insulin flow block alarm and it was resolved by changing the complete set. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.